Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve appeared distorted and oval-shaped. All leaflets were in the closed position with crowded free margins. All leaflets are stiff yet pliable. A tear along the margin of attachment of the right cusp was observed, possibly occurring during the explant process. The left/right commissure appeared dehisced. The left/non-coronary commissure appeared intact. The start of the dehiscence was noted on the left/non-coronary commissure. On the inflow, glistening white pannus extends over the base stitching and approximately 6mm onto the right cusp, 6mm onto the left cusp, and 5mm onto the non-coronary cusp and appeared to have reduced the orifice area. On the outflow, remnants of pannus were noted along the sewing ring. An unknown amount of pannus may have been removed during the explant process. Radiography revealed calcification on the commissural areas and outflow rails of the returned valve. Conclusions: since the valve was implanted for over 14 years, it is very unlikely that the bioprosthetic valve had any potential manufacturing issues. With the condition of the valve, pannus and calcification impacting the functional sites of the valve could have contributed to the dehisced commissure and tearing of the right cusp. Pannus would be the common cause for immobile leaflet. Calcification is an inherent risk of bioprosthetic valve replacement and can be a patient-related condition. D4: model #, catalog #, expiration date, serial #, UDI # added d9: device available for evaluation? Updated h3: device evaluated? Updated h6: coding updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years and 3 months post implant of this 25mm aortic bioprosthetic valve, transthoracic echocardiogram (tte) showed as peak flow velocity of 4.8 m/s. Ultimately, 14 years and 7 months post implant the 25mm aortic bioprosthetic valve was explanted and replaced with a non-medtronic device. No additional adverse patient effects were reported.